Manufacturer narrative:
Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the reported event. This device is indicated for the mitral position. A review of the instructions for use was conducted and deemed to be adequate. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, a 27mm bioprosthetic valve implanted in the pulmonary position, was explanted less than one day from implant due to malposition. Echo taken post-operatively (same day) revealed the pulmonary valve was malpositioned. Operative observation noted a suture from the posterior part of the valve had come apart, leaving the valve to be malpositioned and poorly functioning. The physician had initially positioned the valve using continuous prolene sutures. A new 27mm valve was placed in the pulmonary position with no intraoperative complications. Patient condition was reported to be well at post-operative day five.